Event description:
It was reported that this unit over-temps. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Date of event: the date of the event was not reported. Date entered has been estimated. This complaint was confirmed. The field service representative (fsr) investigated the complaint. Mineral deposits were found to be blocking the water flow in the unit. Lack of preventative maintenance is the root cause of the reported complaint. The field service representative fsr repaired the unit and performed preventive maintenance. The unit operated to manufacturer's specifications and was returned to clinical use. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.